Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading read "high" on the glucometer. After the event, the customer reported that the insulin pump alarmed. Troubleshooting was performed, and the insulin pump passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.